Event description:
It was reported that when using the bd preset¿ eclipse¿, there is no blood flow on three (3) units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 7 photos were provided for investigation. The photos were reviewed and the indicated failure mode for insufficient blood flow was observed as the photos exhibited a used needle with blood residue evident in the cannula hub, however, the barrel was empty of blood. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and functional testing. No molding defects or sub-assembly issues were identified and all retains samples were able to draw water and fill as expected. The issue of insufficient blood flow was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.